Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was dirty and the pump was unable to be charged. Customer¿s blood glucose level was 170 mg/dl. Reportedly, the port was cleaned and the customer continued to use the pump for insulin therapy.